Event description:
It was reported that (1) device was used during a laparoscopic hepato-pancreatic procedure. It was reported by the affiliate that the tsb45 staples malformed, so the surgeon put some overstitches to complete the case.